Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and unspecified alarms occurred. Additionally, it was reported that the pump battery was depleting quickly and the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. It was also reported that a cartridge did not fit onto the pump. Lastly, it was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.